Event description:
It was reported that the patient developed pericardial effusion postoperatively. The physician opted to remove and replace the right ventricular (rv) lead in case it was contributing to the patient's symptoms. It was also reported that r-wave was 14.0v and threshold <0.5v @ 0.4ms at time of explant. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary (B)(4): the distal segment of the lead was returned to the manufacturer and analyzed and no anomalies were found. The proximal conductor was distorted and there was blood/body fluid not obstructed. The outer insulation was breached cut, there was blood in/on the helix/lobe mechanism, and the lead was received at analysis with the steriod ring torm and a segment missing and it cannot be determined when this occurred. There was apparent explant damage.